Manufacturer narrative:
(B)(4). Analysis was normal. No anomalies were found.

Event description:
It was reported that during follow-up device interrogation, it was noted that the atrial lead had fallen into the ventricle. Lead dislodgement was confirmed on x-ray. Lead repositioning was unsuccessful due to coagulation in lead lumen. Lead was explanted and replaced. A white substance within the helix was noted and the physician suspected that it could be related to steroid plug. Patient was stable, asymptomatic during and post-procedure.